Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive button due to flattened dome switch at the escape and "b" button on the keypad trace. The device was received with scratched screen and cracked reservoir tube lip.

Event description:
The customer reported having issues with the insulin pump and attempted to program a bolus. The blood glucose reading was 158mg/dl. The customer stated that the numbers are not ramping on their own, and the scroll bar was not moving up or down without the customer's input. The caller also believes that the insulin pump was not giving the correct amount of insulin. No further information was provided.